Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 03/16/2016-correction to device analysis: the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings: during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/28/2016 with the following findings: during investigation of the returned pump, ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. The bb/alarm history was unavailable. The error is resident to flash chip (u39). A battery compartment crack was found below the bumper at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.